Event description:
Spontaneous call pt and rn; pt is in the middle of an infusion when pump stops working. Nurse reported that there were some bubbles so she primed the pump and restart. After restarting, the 'run' button was not working. Replacement is deemed required. New pump and pump return box being sent. No clinical injury reported due to product issue. Unknown if pt was able to finish infusion or if pt had back up device. Medication is not life sustaining. No additional information available. Pump used to infuse gamunex-c at 60gm [600ml) intravenously daily for 2 days every 3 weeks. Reported to (B)(6) by pt/caregiver.